Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep asked if there were any guidelines for treating a patient with an infection; an infection was reported at ins site. The call center reviewed information and the rep noted the healthcare provider (hcp) was going to explant the device and place a new one on the opposite side of the body. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the provided information has been confirmed by the physician. The patient's weight asked but will not be provided. The device has been returned however, the rep was unsure as to the exact date it was put in the mail. It was shortly after this call and should have arrived several weeks ago. Unfortunately the rep do not still have the tracking number as it was sent in a return mailer kit.